Manufacturer narrative:
Analysis found overheating; pre temperature test: t1: 53.2c and t2: 33.7c for 1 minute. Also, the handpiece was noisy. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that the handpiece overheated for more than a minute prior to use. There was no patient or staff impact.